Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section, part of the device¿s needle may have fallen into the patient, but they were unsure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section, part of the device¿s needle have fallen into the patient. The needle was not retrieved.